Event description:
The hosp reported that during the saphenous vein harvesting procedure, the tunnel collapsed. The procedure was converted to an open leg technique to complete the procedure. No additional pt complications were reported by the hosp.